Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. ¿ cyst(s): unable to observe as it is not related to the device. ¿ calcification: not observed. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported no complaints against the device healthcare professional later reported "rupture/deflation." Healthcare professional later reported "intracapsular rupture" confirmed via ultrasound, mammogram and MRI. Healthcare professional later reported "scattered and loosely grouped macrocalcification's" and "small scattered cysts" confirmed via mammogram. Record is for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaints against the device healthcare professional later reported "rupture/deflation." Healthcare professional later reported "intracapsular rupture" confirmed via ultrasound, mammogram and MRI. Healthcare professional later reported "scattered and loosely grouped macrocalcification's" and "small scattered cysts" confirmed via mammogram. Record is for left side. Device has been explanted.